Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from a manufacturer representative (rep). It was reported that the hcp seemed to think the return of the pain symptoms was from the patient's increase in activity. There was not a device issue or therapy issue. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from the patient via a manufacturer representative (rep). The patient was implanted with a stimulator for non-malignant pain. It was reported that the patient spent a lot of time in a hot tub, then did an exercise class, and then the patient felt a return of her chronic pain symptoms. There were no further complications reported or anticipated.